Event description:
It was reported the patient had a muscle flap procedure to try and reduce the bedsores, refer to manufacturer report number 3007566237-2012-01165 as procedure occurred with patient¿s previous pump. It helped temporarily and then started again. Sometime in (B)(6) 2014, the patient fell when trying to get into their wheelchair because the home care nurse told the patient they had an odor from one of the sores. The patient¿s spouse could not lift the patient and had to call 911. Since then, the patient had been in the hospital more than home. The patient was currently in a nursing rehab facility going on 6 weeks because of the patient¿s bedsores. The pump was used to deliver morphine and ¿some kind of numbing agent¿. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the cause of the bed sores was due to inactivity because of chronic, debilitating pain, lack of motivation due to multiple medications required, (not directly related to device). It was also noted the event was due to inactivity due to debilitating pain and lack of motivation due to drug side effects. The patient had undergone muscle flap reconstructive surgery which was initially successful, other decubitus ulcers subsequently formed in other areas. The patient was not recovered, symptoms/issues ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).